Event description:
Information received by medtronic indicated that the insulin pump's battery cap was broken. It was unknown whether customer was using belt clip or coin to open battery cap. Contact was loose. Pump case was intact. No harm requiring medical intervention was reported. Troubleshooting was performed, customer will get replacement of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.